Event description:
The facility reports while lifting a resident three inches off the bed, the sling snapped. They were able to lower the resident back onto the bed with no injuries.

Event description:
The facility reports while lifting a resident three inches off the bed, the sling snapped. They were able to lower the resident back onto the bed with no injuries.